Manufacturer narrative:
Corrected data: in was inadvertently reported on the initial report that ¿surgical intervention took place wherein the ipg and lead were explanted and replaced to address the issue.¿. Accurate information has been reported on the follow-up report.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that both the leads had migrated. In turn, surgical intervention took place wherein the leads were explanted and replaced to address the issue. Reportedly, therapy was restored post op.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Impedance check revealed all contacts on one of the leads has high impedances. Additional, x-ray confirmed the other lead has migrated. As a result, surgical intervention took place wherein the ipg and lead were explanted and replaced to address the issue. Investigation was unable to determine which of the leads had high impedance and which one migrated.